Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke upon assembling for surgery.

Manufacturer narrative:
Visual inspection confirmed that the part fractured into 2 pieces on the medial side of the post. There are noticeable nicks and scratches on the posterior surface. This device was considered to have left zimmer biomet conforming because it had a potential field life of more than two years and 4 months when it broke. This device is used for treatment. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the root cause can be said to be a previously addressed design issue.